Event description:
It was reported that this inflatable penile prosthesis (ipp) would not inflate. Fluid loss due to a hole in the cylinder was identified. The device was explanted and replaced. No patient complications were reported.